Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was poorly placed.

Event description:
Additional information stated the tubing was bothersome to the patient. No defect was reported with the device.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. The lot review was performed for the lot numbers (4742948, 4753954) of the reservoir and assembly kit, as they are the only components listed on record. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of malposition quality accepts the physician's observations as to the reason for surgical intervention.